Event description:
It was reported that this inflatable penile prosthesis (ipp) was not deflating because capsular contraction around the reservoir prevented the fluid from draining from the cylinders. A surgical procedure was performed to remove the ipp. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.